Event description:
Account reported having issues with sodium recovery for patient samples and gave the following patient results as examples (sample# initial/repeat on another analyzer mmol/l): 109/138, 124/137. The incorrect results were not reported. The field service rep repaired the instrument by replacing the reference electrode.

Event description:
Account reported having issues with sodium recovery for patient samples and gave the following patient results as examples (sample# initial/repeat on another analyzer mmol/l): 109/133. The incorrect results were not reported. The field service rep repaired the instrument by replacing the reference electrode.

Event description:
Account reported having issues with sodium recovery for patient samples and gave the following patient results as examples (sample# initial/repeat on another analyzer mmol/l): 159/134. The incorrect results were not reported. The field service rep repaired the instrument by replacing the reference electrode.

Event description:
Account reported having issues with sodium recovery for patient samples and gave the following patient results as examples (sample# initial/repeat on another analyzer mmol/l): 140/132. The incorrect results were not reported. The field service rep repaired the instrument by replacing the reference electrode.